Event description:
The customer would like the run data file investigated to determine a higher than expected white blood cell count in the collected blood product. Pt identifier and age are unavailable at this time. The disposable set is not available to be returned for evaluation. This report is being filed due to device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The rdf does not show the root cause of the elevated wbc count. It is possible that the cause of the elevated wbc count is donor related. It is also possible that this failure is part of this site's statistical distribution for leukoreduction. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day timeframe due to an internal processing issue that is currently being evaluated for appropriate corrective actions.